Manufacturer narrative:
A burning smell was reported from the iq200 unit and the power switch showed no power. There were no reports of injuries, smoke, or flames. The fse found that a couple of internal boards were burnt. A rip (replacement instrument process) has already been started. No injuries, visible flames, or smoke emission were reported, and fire department not called.

Event description:
Customer reported a burning smell from the unit but no smoke.